Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, it was discovered that the trunk cable connector was broken. The root cause of the defective broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the broken connector.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a broken trunk cable connector. The last patient to use this belt did not report any deficiencies.